Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Mother states there is a small amount of insulin that leaked into the pump. She cannot tell if it is leaking from the bottom of the cartridge or where the cartridge attaches to the adapter. States the cartridges started leaking in the pump approximately 2 weeks ago. No adverse event reported. A request was made for the return of the device.